Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they think the sensor is too close to the patient in surgery and in sterile areas and can't get to the sensor easy to manipulate the sensor during a procedure. They don't like that because they have readings that drop out and feel that is a patient safety issue. No patient impactor consequences reported.